Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise when attempting to program the device to magnetic resonance imaging (MRI) protection mode. The patient was noted to be laying down at the time. Noise was able to be reproduced with twisting movements. An x-ray was taken and noted no evidence of lead damage/fracture. The primary sensing vector was reprogrammed to secondary and no further noise was observed. No adverse patient effects were reported. This device remains in service.